Event description:
Boston scientific received information that during an unrelated procedure, a magnet was placed over this device to inhibit inappropriate therapy, however electrocautery mode was not programmed on. As a result, interference occurred on the right ventricular lead, resulting in oversensed noise and pacing inhibition on this pacemaker dependent patient. No other issues were noted and no remedial action was needed once the procedure was complete. No adverse patient effects were reported due to the asystole.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.